Event description:
The hardware product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's specimen preparation system sorter" (model is "sps-s), nor are these products currently actively regulated by the FDA. Cerner has become aware of a potential risk associated with opening/closing drawers containing specimens on the sps - s. Some personality racks with 100mm or high-lifted tubes [tubes not fully seated flush against the bottom of the rack] risk specimen containers striking the main door when the drawers are opened/closed. User safety may be at risk if a test tube spills which may cause a loss of specimen, cross contamination, or operator exposure. Before opening the drawers, operators should visually check for high-lifted tubes using the observation window above the drawers. If high-lifted tubes are observed, e-stop the robot and fully open the main access door before opening the drawers. In normal operation, operators should take care to slowly open the drawers. Do not push/pull on the drawer with excessive force. Cerner has not received communication on any adverse user events as a result of this issue.

Manufacturer narrative:
Cerner directly notified impacted clients on feb 22, 2023. The notification includes a description of the issue, and mitigation steps to utilize until hardware modifications can be implemented for impacted clients. Cerner corporation will provide a follow-up report when the hardware modification is available.

Event description:
The hardware product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's specimen preparation system sorter" (model is "sps-s), nor are these products currently actively regulated by the FDA. Cerner has become aware of a potential risk associated with opening/closing drawers containing specimens on the sps - s. Some personality racks with 100mm or high-lifted tubes [tubes not fully seated flush against the bottom of the rack] risk specimen containers striking the main door when the drawers are opened/closed. User safety may be at risk if a test tube spills which may cause a loss of specimen, cross contamination, or operator exposure. Before opening the drawers, operators should visually check for high-lifted tubes using the observation window above the drawers. If high-lifted tubes are observed, e-stop the robot and fully open the main access door before opening the drawers. In normal operation, operators should take care to slowly open the drawers. Do not push/pull on the drawer with excessive force. Cerner has not received communication on any adverse user events as a result of this issue.

Manufacturer narrative:
Cerner directly notified impacted clients on feb 22, 2023. The notification includes a description of the issue, and mitigation steps to utilize until hardware modifications can be implemented for impacted clients. All hardware door panel modifications have been completed for impacted clients. Cerner corporation considers this issue to be resolved and no further narrative is required.